Event description:
On 6/25/1999, the facility's radiology team leader informed the manufacturer's (MFR.) Sales rep of the following: prior to implant, two (2) 28 cm catheters were flushed and small holes appeared where the flush was leaving the catheters. This report concerns the first catheter. Reference MDR# 1056436-1999-00128 for the report on the second catheter. No further details were provided.